Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that a patient alert occurred for the right atrial (ra) lead. The ra lead had high impedance, loss of capture, noise and signs of an apparent fracture. The lead will be replaced. No patient complications have been reported as a result of this event.